Event description:
A hospital in (B)(6) reported that ten mr290 autofeed humidification chambers started to leak between the dome and the base and triggered an alarm on the equipment. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked along the base of the dome, below one of the ports. There was also a dent in the chamber base, which appeared to be as a result of impact damage. A lot check revealed no other complaints of this nature for lot number 110720. Conclusion: as the chamber showed signs of impact damage, it is most likely that the chamber cracked during use as a result of the stresses imposed on the dome from the impact damage. Every mr290 chamber is pressure tested to 200cm h2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." We are currently carrying out an in-depth investigation into the cause of the chamber cracking. Our investigations so far have indicated that the failures could be related either to chemical attack due to the use of harsh cleaning agents, or to damage occurring during transport and handling at the customer facility. (B)(4).